Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle broke and part of it was missing and fell into the patient's cavity. An x-ray was used in purpose to locate the component. The surgical time was extended for 30 minutes or more. Another suture was used to resolve the issue.